Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can. All other damages were sustained during the procedure.

Manufacturer narrative:
The health impact code in h6 should be "additional surgery".

Event description:
It was reported that the patient was presented in clinic for a routine check. It was noted that the patient had noise resulted in inappropriate automatic mode switching (ams) on their right atrial lead. The high frequency noise was reproducible via isometric testing. It was also noted that patient had decreased lead impedance on the same lead. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable.